Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported coating damage was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the insertion of a balance middleweight (bmw) guide wire into a guide wire introducer, it was noted that the guide wire coating flaked away during insertion into the guide wire introducer. No resistance was reported during insertion of the guide wire into the guide wire introducer. The guide wire was not advanced into the patient anatomy and the procedure was concluded with success by using another device. There was no clinically significant delay of procedure. No adverse patient effects have been reported. No additional information was provided.